Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. Customer treated their blood glucose with food. The customer also reported a no delivery alarm occurring. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. Customer's current blood glucose was 77 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.